Event description:
Acct. Reports leaking of the tubing under the roller clamp. States it looks like two small holes under the roller clamp. States was being primed with saline at the time. The pt "got wet" but was not injured.